Event description:
The customer reported the sys software was corrupted beyond the auto rebuild stage. This issue will likely prevent the system from booting to a usable state. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. The system operates as intended.